Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received intermittent button response due to moisture damage keypad trace. The insulin pump was received with currents in spec. No unexpected battery out limit and no button error alarm. The pump was received with a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked. No moisture damage electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage, battery out limit, and alarmed button error. The customer's blood glucose reading was 134 mg/dl at the time of the call. The customer stated the insulin pump alarmed battery out limit and was unable to clear it. She noted there is condensation under the lcd screen and did receive a button error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.